Manufacturer narrative:
According to available information, this lead remains implanted and in service. As the lead remains in service, bs cannot confirm nor deny the reported clinical allegation. Should additional information become available, this investigation will be updated.

Event description:
Boston scientific received information that during a device replacement procedure the proximal portion of this left ventricular (lv) lead fractured. In addition increased threshold measurements were displayed. A decision was made to use a non boston scientific adapter and silicone sealant at the fracture site to connect the lead to avoid the fracture site. The lead was reconnected to the replacement device. Post procedure, interrogation revealed measurements within normal ranges but threshold values remained increased. No adverse patient effects were reported.